Event description:
It was reported that a catheter occlusion occurred. The patient experienced less than 50% therapy and decreased pain relief. The patient did not experience any other symptoms. A dye study was done. During the pump replacement due to end of life (eol), there was an inability to aspirate and, therefore, it was unsafe to push dye. The location of the catheter occlusion was unable to be determined. The full catheter was replaced. No segments were left in the intrathecal space. The patient status at the time of this report was indicated to be ¿alive-no injury¿. The following day, it was noted that the patient was ¿receiving sufficient flow therefore therapy¿. It was indicated that the approximate date of the event was (B)(6) 2014. It was noted that the catheter would not be returned to the manufacturer, as it was discarded. The device system was used to deliver morphine 3mg/ml at 0.144mg/day. It was noted that the patient was also taking hydrocodone at the time of the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j0058189r, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no further complications reported or anticipated.